Event description:
Reporter (who works in long-term care facility) stated that, while reaching into a box of lancets, she experienced an unintentional puncture from an uncapped lancet. Reporter indicated that she does not know if the lancet had been previously used and put back into the box, by a patient or coworker, or if had been received in this condition from the manufacturer. Reporter noted that a physician had examined the puncture site and advised her that she is fine. Reporter stated that she intends to see her own physician to schedule blood tests for possible exposure to blood-borne pathogens. Technical support requested the return of the suspect product and replacement product was shipped.